Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported failure to advance and tip separation appear to be related to operational circumstances of the procedure. The reported treatment appears to be related to the operational context of the procedure as the separated tip was embedded against the vessel wall with an unknown stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified circumflex artery. During advancement of a hi-torque balance middleweight universal ii guide wire there was resistance with anatomy and before it reached the lesion the tip became separated. The tip was embedded against the vessel wall with an unknown stent. There was no adverse patient sequela and no clinically significant delay.